Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
In this incident there was no reported of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review.